Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Configuration required alarm was found at power up. The root cause of the reported issue was found to be that the pump was interrupted by customer during the download standard configuration process. Downloaded standard configuration into pump. Performed preventive maintenance and all functional testing.

Event description:
It was reported that system failure/configuration required occurred. No patient injury was reported.